Manufacturer narrative:
Based on the reported event and the returned device, it is hypothesized that an excessive impaction force was applied to the installer during use, potentially resulting in a torsional or off-axis asymmetric load ( e.g., rocking or toggling) being applied to the distal tip of the installer. This may have led to a mechanical fracture of the tang. As expandable spacer installers are not designed to withstand excessive torsional or off-axis loads, an insertion force applied at an angle could have caused failure at the distal tip. If movement of the implant is needed after it has been expanded in the disc space, the implant should be collapsed to allow for the movement and then re-expanded in the desired location. In addition, the expansion driver should remain in place (or be replaced) to assist the installer in maintaining alignment while being removed.

Event description:
It was stated that, "as [the doctor] was impacting the inserter the clamp on the left side broke off."